Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received that there was no patient present when the issue was identified.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with chips in upper corners of case. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The reported "failed occlusion test" problem was duplicated when the occlusion test was performed, and the pump downstream sensor did not react when the tubing was clamped which according to the investigation cause the reported problem. According to the investigation this was verified by pressure testing the sensor and the pump sensor did not respond pressure up to 45 psi at which point the test stopped. The pump downstream sensor will be replaced. According to the investigation the problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical cadd legacy pump failed occlusion testing and did not alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.